Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The information received by medtronic indicated that customer is calling to report continuous glucose monitoring is not working properly and shows blood glucose value is high. Customer's sensor value was 50 mg/dl while blood glucose value was 200 mg/dl at the time of the incident. Customer stated that the issue started occurring when they visited hospital due to an animal bite and got an infection which affected her blood glucose values. The customer had experienced high blood glucose event value 400 mg/dl and admitted to hospital. The customer is currently reporting symptoms related to the high blood glucose, went to diabetic ketoacidosis and admitted to hospital due to emergency visit with IV insulin. Troubleshooting was performed and mentioned pump was off but the transmitter was exposed to xray several times as a part of treatment. The pump auto mode/smart guard feature was not active at time of high blood glucose event. The pump in use within 48 hours of the high blood glucose event reported. No further patient complications were reported. The pump will not be returned for analysis.